Event description:
Children's medical ventures (chmv) rec'd medwatch (B)(4) report detailing a product issue associated with a 60ml oral syringe device part number 107084. This investigation has been initiated due to the allegation of the feeding syringe containing a sharp shard of plastic. The associated lot number has been reported as 85310. No pt harm has been reported, the syringe was not put into use.

Manufacturer narrative:
Pr#: (B)(4). Upon review of the complaint record it is concluded that the complaint issue alleged by the customer could not be substantiated because the device has not been returned for eval. No pt harm has been reported in association with the alleged complaint condition. The customer has been contact and add'l requests for the return of the product have been made. Due to the device not being returned no further investigation activity can be conducted at this time. A review of the complaint database from august 1, 2008 to september 1, 2012 revealed that no other allegations of a syringe containing a sharp plastic shard have been reported. Although the alleged failure could not be substantiated, quality assurance has concluded that based on the available info, the reported failure has been anticipated in the product risk assessment and that use of the device does not exceed the residual risk of using the device when originally released to the market. If the device is returned for eval, a f/u report will be submitted to include the conclusions reached during the manufactures investigation.